Manufacturer narrative:
No gtin code as the product code was not provided when the complaint was reported. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It does not appear that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The medwatch form stated: patients's lumbar drain has broken proximal to the stopcock. Distal tubing changed. Lumbar drain came apart at the stopcock. Resident reported that this has happened multiple times with this type of drainage collection system. Device failed (e.g. Broke, couldn't get it to work or stopped working) manufacturer response for lumbar drain, codman eds 3, csf external drainage system (per site reporter): the rep told the resident this is a known problem and that the glue from the stopcock separates. What was the original intended procedure? Lumbar drainage of csf.